Manufacturer narrative:
(B)(4). The animas vibe insulin pump and cgm system user's guide states: the sensor is a disposable unit that you insert under the skin of your abdomen (belly) to continuously monitor your glucose levels for up to 7 days.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted into the shoulder on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.